Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected two years ago. The patient underwent surgery and both cylinders were ruptured upon explant. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.